Event description:
While compounding three tpn bags for pt with identical formulas, rptr noticed that third tpn bag contained considerably less volume than first 2 bags. (Approx 1000ml solution less). Solutions were weighted: bag a = 2101 gm, bag b = 2097 gm, bag c = 1264 gm.